Manufacturer narrative:
Additional, changed, and/or corrected data: b5,b6,d6b,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV), and seroma-late. (B)(4).

Event description:
Healthcare provider reported accumulation of fluid, thick liquid, seroma, "with hard, fixed, shapeless, painful and increase size in left breast." "Lobulated contours" "signs of capsular contracture (grade IV) on the left." Device remains implanted.